Event description:
Patient reported rupture and ¿nodule in the axillar area¿ diagnosed by MRI. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Patient reported rupture and ¿nodule in the axillar area¿ diagnosed by MRI. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: underweight, opening. A microscopic analysis was performed which identified sharp opening in the posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the posterior side assessed as unidentified (tear) opening."

Manufacturer narrative:
The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported ¿excision of a large siliconoma in the left axillary¿ , ¿the patient shows massive so-called silicone bleeding, with axillary and mediastinal silicone lymphadenopathy proven in the MRI¿ and ¿slightly increased contrast enhancement around both implants, craniolateral preponderance, indicating capsulitis¿ record relates to the left side.